Event description:
After an implantation period of approximately 22 months it was reported that the patient received shock delivery due to oversensing in the ventricular channel. The lead was extracted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.